Manufacturer narrative:
This event has been recorded by zimmer biomet under: .(B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device produced an incomplete mesh on thin skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) thirty six times as documented in the repair reports in livelink. The last repair was (B)(4) where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the gear and shoulder bolts were damaged. The calibration was within specifications and produced a passing test mesh. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing test mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing test mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the gears and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it is unclear with the information provided which cutter was used during the procedure. It is unclear with the information provided which cutter was used during the procedure; however the issue was resolved with the replacement of the gears and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device produced incomplete mesh on thin skin. The reported issue occurred during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.